Event description:
ECMO cannula was noted to be cracked when removed by md. Patient received ECMO for eighteen days in 2007 with excessive bleeding requiring additional blood. Diagnosis or reason for use: respiratory failure.